Event description:
The following has been reported: biomed reported: "pump failure, and does not detect cartridge". Injury: no. A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for set ID failure. Upon return, the pump was not able to properly detect set insertion. An internal investigation found that fluid ingress had occurred to the pump due to poor rtv application around the set ID. Due to the extensive nature of the fluid damage, this unit is to be scrapped.